Manufacturer narrative:
During inspection, service found the plug body probe unit was loose. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the biopsy valve of the subject device was stuck/blocked. The issue was found during maintenance, the scope was not used in a procedure. There was no patient or user injury reported. The device was returned to an olympus service center for evaluation. During initial inspection, the biopsy valve was observed to be detached from the biopsy port, and the forceps/irrigation plug was stuck inside the port. This report is being submitted for the detachment of the biopsy valve found by service during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress was applied to the biopsy port and/or surrounding parts of the device during attachment/detachment of maj-891 to the subject device. Then the biopsy port was detached from housing (control section unit) with maj-891 stuck inside the port. The event can be prevented by following the instructions for use (IFU) which state: to disconnect the forceps/irrigation plug, hold only the locking ring, and loosen it until it comes off the endoscope. Do not turn the plug¿s housing, as it may damage the plug and the endoscope. IFU for maj-891 states as follows: align the locking ring with the instrument channel port of the endoscope and turn it in the ¿connect¿ direction until it stops, while gently pressing it against the instrument channel port of the endoscope olympus will continue to monitor field performance for this device.